Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. No timeouts or drive stalls were observed. The pod delivered 46 first prime pulses, deactivating before the start of second prime. The ratchet gear did not advance enough for the firing flat and release bar to align, so the needle mechanism did not deploy. No drive resistance was observed. No problems were found regarding the reported complaint.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone blank cloud - omnipod 5 software app version blank cloud - smartphone operating system blank cloud - smartphone hardware blank cloud - cgm sensor type blank

Event description:
It was reported by the patient that the pod's canula deployed early indicating a needle mechanism failure. The cannula was visible and the pink slide did not move forward.